Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia and insulin pump had motor error alarm. Blood glucose level of the customer was 460 mg/dl. The customer was assisted with the troubleshooting for motor error alarm and declined troubleshooting for hyperglycemia. It was reported that the drive support cap was flush. The customer was able to complete the insulin pump rewind. The insulin pump will be returned for the analysis.